Event description:
On (B)(6) 2012 a distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. There was no reported adverse event associated with this complaint. There is no further information available at this time. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be torn at the ok keypad button. The contrast, up arrow and down arrow keypad buttons had intermittent response when pressed. The ok keypad button did not respond when pressed. The contrast, up arrow and down arrow keypad buttons did not have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. In addition, the ok contact button was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).